Event description:
It was reported that, pt received a letter from her surgeon and had questions about the inflammation process and her pain. She was referred to her surgeon to have these questions answered. She stated that she is currently experiencing pain that began about 5 weeks ago. On (B)(6) 2012, she saw her surgeon and had an x-ray performed. Surgeon stated that it may just be pain from tired muscles. She is doing much better and just had mainly questions regarding her symptoms. She said, she will see her doctor in a few weeks again and may call back. Update: pt saw surgeon on (B)(6) 2012 and she stated that her blood levels were high. On (B)(6) 2012: it was reported by the sales rep that surgeon revised pt's right hip as pt was having pain.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR #2249697-2012-01120.